Event description:
This av sequential demand pulse generator was utilized for two hours. It would pace atrially and not ventricularly. If it was laid flat on the bed, it would pace both. When it was held upright, it would not pace ventricularly. The cable and lead wires were changed. The batteries were new. Eventually, we had to remove the atrial wires and pace the ventricle by a ventricular pulse generator.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.